Event description:
This lv lead was implanted on (B)(6) 2012, and remains implanted at this time. A call placed to technical services on (B)(6) 2018, stated that alert for low lvr wave was 2.3mv, at the implant/office check on (B)(6) 2018. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).